Event description:
It was reported an issue with monosyn suture. The client reported that the needle and thread are not attached properly and come off in the two following lot numbers: 122123 and 122061. It occurred in urology department. The other MFR report number related to this incidence (for the other lot number) is: 3003639970-2023-00382. Additional information has not been received.

Manufacturer narrative:
Analysis and results: there is a previous complaint of this code batch, regarding the same issue, that was closed as not confirmed after the analysis. (B)(4). There are no units in stock in b. Braun surgical's warehouse. We have not received any sample. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.